Event description:
The customer reported that the inner cannula does not connect well with the outer cannula external. The info provided did not confirm if this was discovered during pt use resulting in non routine recannulation of a replacement tube. Multiple attempts have been made to collect further info.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received.